Event description:
On (B)(6) 2022 the customer reported obtaining one non-repeatable erroneously elevated troponin I (access high sensitivity troponin I) result for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4). On (B)(6) 2022 the initial hstni patient result was at 176 pg/ml. Upon repeat the sample result was lower at 4 pg/ml. The customer repeated this sample on another instrument (serial number (B)(4) with a result at 5 pg/ml. A second sample from this patient was tested with a result at 5 pg/ml (instrument not provided). The customer's normal range is <12 pg/ml for females and <20 pg/ml for males. There was a report of a change to patient treatment in this event. The patient received a heparin drip and treadmill stress test. The physician reported that the heparin drip was administered due to the initial high troponin result. Calibration passed on 15mar2022 with reagent lot 125640 and calibrator lot 125308. Qc was passing within the laboratory¿s established ranges. System check passed on 22apr2022 and on 27apr2022 with high %cv on the washed portion (respectively at 8.74% and 9.9%). A beckman coulter field service engineer (fse) was dispatched to the customer site on 27apr2022. Sample tube collection type was a 13*75 bd pst sample. The customer reported that the sample was centrifuged for 5 minutes at 5000 rpm at room temperature. Samples were loaded in primary tube. No change to sample handling between initial and repeat runs. There was no report of sample integrity issues. No further sample information was provided.

Manufacturer narrative:
The full patient identifier is (B)(6). Device evaluated by MFR: a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse found the analytical module to be dusty which can cause outliers. Fse observed that the reaction vessel (rv) mixer motor was defective and replaced it. Fse observed that the washed system check data showed a high %cv indicating that the wash pump needed to be rebuilt. Fse cleaned and wiped down the analytical module. Fse rebuilt both the precision and wash pumps. Fse replaced main probe, aspirate probes, pinch rollers and pulleys, and the peristaltic pump tubing. After repair, the fse performed alignments and ran system check, hs system check, hstni calibration, and hstni precision with acceptable results. In conclusion, the cause of the event was due to instrument failure. The primary cause of the event could not be determined as the field service engineer (fse) identified multiple issues which may have contributed to the event.